Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with the isf set to 30mg/dl. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. The pump was exercised on a 24 hour duration test with the isf set to 30mg/dl. At the end of the duration test, the isf setting of 30mg/dl remained programmed in the pump with no changes. The keypad buttons were tested and no hypersensitivity was observed. The complaint of the isf changing without user intervention could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a history/settings (history/settings issue) issue. The patient alleged that the insulin sensitivity factor (isf) changed without user intervention. The patient stated that the isf had been set to 30 at the previous doctor visit, and at the most recent doctor visit it was found to be set at 40. The patient denied changing the isf. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.